Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: dopamine weaned off on (B)(6)2019. The patient experienced renal recovery and ischemic heart disease was discontinued on (B)(6)2019. The patient was de-cannulated on (B)(6)2019 and was weaned to room air prior to discharge. Permanent catheter was removed on (B)(6)2019. The patient was discharged on (B)(6)2019 with aspirin and warfarin. Cr was 2.8 at time of discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists bleeding, right heart failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient undergoing pump exchange on (B)(6) 2019 is captured under MFR #2916596-2019-04276. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bleeding after undergoing pump exchange on (B)(6) 2019. The patient received 5 units of packed red blood cells (prbc), 6 fresh frozen plasma (ffp), 4 cryo, 4 platelet blood count (plt), and 500u of profilnine. Chest exploration was performed on (B)(6) 2019 and the surgical wound was reopened. Diffuse oozing from many surgical sites was consistent with coagulopathy and platelet dysfunction. Fluid was retained and clot was evacuated. Urinary output was 686 cc for the last 24 hours and dropped in the morning on (B)(6) 2019. The patient's serum creatinine (srm) was 2.3 status post lasix from baseline of 1-1.2, and uptrended to 5.2 in setting of cardiogenic shock. Inotropic/pressor was required. The condition was likely due to pre-renal with developing acute tubular necrosis (atn). Due to possibility of worsening oliguria crrt (continuous renal replacement therapy) was initiated on (B)(6) 2019. Right heart failure (rhf) status post pump exchange with significant hemodynamic instability. The patient's mean arterial pressure (map) was 65-99, and central venous pressure (cvp) was 20-28 on (B)(6) 2019. The patient had low cardiac index, decreased capillary refill, and peripheral perfusion with evidence of cardiogenic shock. The patient was started on vasopressors, inotropes, and veletri.